Event description:
Health professional reported "band explant due to band reflux issues."

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report was returned however, the device analysis results are pending at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Reflux is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."